Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The stenosis and treatment that occurred on (B)(6) 2015 is filed under MFR report # 2024168-2015-04025.

Event description:
It was reported that on (B)(6) 2013, a 3.0x23mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Restenosis in the lad was treated with a non-abbott stent on (B)(6) 2015 in the proximal and mid lad. On (B)(6) 2016, per angiography, 100% restenosis at the mid lad lesion and 50% restenosis distal to the stent, was noted without associated clinical symptoms. Both mid lad lesions were within 5 mm from the xience prime stent. The patient was hospitalized and percutaneous transluminal angioplasty was performed in the mid lad lesions. On (B)(6) 2016 the event resolved without sequela and on (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.